Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned without the guidewire. A fresh 0.014 guidewire was able to be fully inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, two different guidewires would not advance into the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.